Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had low blood glucose of 24 mg/dl and paramedics were called. Customer reported that after paramedics treated, blood glucose normalized to 150 mg/dl. Customer's blood glucose dropped again to 42 mg/dl and was taken to the hospital. Customer inquired if insulin could still be dispensed if connected but reservoir removed. Customer was advised against doing this and was advised that it was okay to suspend insulin pump. Customer was not able to continue troubleshooting due to not feeling well. Customer would call back.